Manufacturer narrative:
The results of the MFR's evaluation suggest that the event occurred during the shipping and handling of the product after leaving the mfg facility.

Event description:
Upon receipt, it was noticed that the monomer vial was broken. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for the patient.